Manufacturer narrative:
Evaluation: visual inspection of the lens showed evidence of surgical residue. The optic and one haptic were torn off missing.

Event description:
The surgeon implanted a silicone lens model aa4203tl and was torn during insertion. The lens was removed without patient injury.